Manufacturer narrative:
The user expected a plt clumps? Flag after noting plt clumps on manual smear review. The analyzer judged the sample as "positive" with "plt abnormal distribution" and "thrombocytopenia" flags alerting the operator to possible sample abnormality. It is recommended that results be verified prior to reporting to the clinician. The analyzer performed as designed. Users are informed of situations in which results may be affected in IFU chapter 11- possible sample interferences. For platelets, it warns: "where the following are present, the platelet count may be reported falsely low: platelet aggregation, pseudothrombocytopenia, giant platelets." Plt clumps can be caused by abnormal proteins in the patient's plasma that cause platelets to clump when exposed to edta anti-coagulant. The longer the sample is exposed to edta, more clumping may occur. The user reported that after the patient was transfused subsequent samples were collected in an alternate anti-coagulant such as sodium citrate (nacitrate) to verify results. This event will be reported on the basis that incorrect results were reported which led to a patient receiving unnecessary platelet transfusion carrying with it the risks involved with receiving blood products: transfusion reaction, development of antibodies, etc.

Event description:
The user reported that erroneously low platelet (plt) values were reported resulting in patient receiving an unnecessary transfusion of three platelet units. The patient's diagnosis and treatment are unknown. The patient's initial sample was analyzed on (B)(6) 2016 and generated an erroneously low plt value of 32* x10^3/¿l (normal range: 150-400 x10^3/¿l) . The analyzer alerted the operator to possible sample abnormality. The operator chose to report flagged results without performing smear review. On (B)(6) 2016 the patient was given three platelet units at 03:27, 05:36 and 07:33. A new sample was collected after the third unit of platelets was transfused. The analyzer generated a plt value of 209 x10^3/ul. Subsequently the operator reviewed patient slides from previous draws, which revealed the presence of platelet clumps, platelet estimates were not provided. The patient was discharged from the hospital to rehabilitation, there was no report of adverse harm to the patient.